Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx laa closure device was implanted. As the procedure was being concluded, a small pericardial effusion was noted primarily by the right atrium and right ventricle. The patient was stable following the discovery of the pericardial effusion, however, the physician continued to monitor the patient for an additional 20 minutes. Heparin had been reversed. The patient was sent to the floor for overnight observation, and later the same evening, more pericardial effusion fluid was identified. A pericardial tap was performed, and the pericardial effusion was drained. The patient was stable and discharged home two days post procedure.